Manufacturer narrative:
Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with blurry vision in both eyes and no improvement was been seen over a week. It was stated a refractive error occurred, compound myoptic astigmatism in the right eye and complex hyperoptic astigmatism in the left eye during post-op. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient had complaints of blurry distance and near vision. Patient reported symptoms are interfering with daily activities.  Bcva from (B)(6) 2017; right eye pre-op 20/15 -1.75 x .00 x 147, left eye pre-op 20/15 -1.50 x .00 x 90. Bcva from (B)(6) 2018: right eye post-op 20/25 -.50 x -1.75 x 115, left eye post-op 20/20 1.25 x -1.00 x 110. This report is for the intralase laser. A separate report is being submitted for the visx laser.